Manufacturer narrative:
Medtronic received the follow information from a journal article entitled: mid-term outcomes and predictors of transarterial embolization for type ii endoleak after endovascular abdominal aortic aneurysm repair. Horinouchi h, okada t, yamaguchi m, maruyama k, sasaki k, gentsu t, ueshima e, sofue k, kawasaki r, nomura y, omura a, okada k, sugimoto k <(>&<)> murakami t. Cardiovascular and interventional radiology (2020) 43:696¿705 https://doi.org/10.1007/s00270-020-02436-2. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in patients for the endovascular repair of abdominal aortic aneurysms. Transarterial embolization (tae) for type ii endoleaks were then performed following the evar procedures. During follow-up of these patient's, the following malfunctions were observed: type I endoleak, type ii endoleak, type iii endoleak, migration, loss of seal. The following adverse events were observed; aneurysm enlargement requiring re-intervention. Aorta-duodenal fistula. Patient deaths were also reported but were deemed to be from non-aortic related diseases.